Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 5.0, 73.0 and 97.0 cm from the proximal end. The pe-fiber inside the embolization coil was fractured and the coil was detached from its pusher assembly. During functional analysis, the embolization coil was detached from its pusher assembly, and therefore, the pod pc could not be functionally tested. Conclusions: evaluation of the return pod pc revealed that the pe-fibers inside the embolization coil was fractured. If the pod pc is forcefully retracted against resistance the pusher assembly may elongate beyond the reach of the pull wire, and result in the embolization coil detaching from its pusher assembly. Subsequently, the pe-fibers inside the embolization coil may fracture. Further evaluation of the returned pod pc revealed kinks in the pusher assembly. The kinks were likely incidental to the reported complaint. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the internal thoracic artery using pod packing coils (pod pcs), non-penumbra coils, a non-penumbra microcatheter, and a non-penumbra catheter. During the procedure, the physician placed a non-penumbra coil into the target location using the microcatheter. While advancing a pod pc past the hub of the microcatheter, the physician experienced resistance. Subsequently, the physician attempted to move the pusher assembly back and forth; however, the pod pc would not advance beyond the location where resistance was experienced earlier. Therefore, the physician decided to remove the pod pc, and upon retraction, the pod pc unintentionally detached inside the microcatheter. The physician then removed the microcatheter containing the detached pod pc from the patient. The procedure was completed using three pod pcs, five non-penumbra coils, and the same microcatheter. There was no report of an adverse effect to the patient.